Event description:
Customer reported cue tests were negative on (B)(6) 2021, (B)(6) 2022 and (B)(6) 2022. The customer has mild symptoms and a positive pcr test result. Customer provided reader sn (B)(4) and cartridge lot 21006c.

Manufacturer narrative:
Update to g4: PMA/510(k) number added. Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations team tested retains of the cartridge lot and did not confirm customer complaint.